Manufacturer narrative:
The large hem-o-lok clip applier instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument would not apply clips. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 20-nov-2024: the instrument was inspected prior to use and no damage was noted. Surgeon was attempting to clamp when the incident occurred.

Manufacturer narrative:
The large hem-o-lok clip applier instrument was analyzed and found to have a loose grip cable at the idler pulley. A clip test was performed and failed. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The complaint was confirmed by failure analysis. On 04-dec-2024, intuitive surgical, inc. (Isi) received user facility report mw5162386 stating: clip applier was not applying clip appropriately.

Event description:
Refer to h11 for follow-up information.